Event description:
It was reported that unspecified bd infusion set was leaking, the following information was received by the initial reporter with the following verbatim. It was reported by customer that started pushing again and noticed leaking through the green clave.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The texium was pressurized at 30 psi for 10 minutes. No observation of leak was observed. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because a model and lot number was not provided by the customer.